Event description:
The initial reporter questioned the results for approximately 5 patient samples tested for calcium gen.2 (ca2) on a cobas 8000 c702 module. Discrepant results were provided for 1 patient sample. The initial result was 2.97 mmol/l. The repeat result was 2.39 mmol/l.

Manufacturer narrative:
The c702 module serial number was (B)(6). The field service engineer (fse) checked the system, and no issues were identified. The investigation is ongoing.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The ca2 reagent lot number was 81319401 with an expiration date of 31-oct-2025. Discrepant results were provided for an additional patient sample from (B)(6) 2025: the initial result was 2.27 mmol/l. The repeat result was 1.88 mmol/l. Calibration was last performed on (B)(6) 2025, and a calibration alarm was received. After recalibrating, the calibration was acceptable. Qc results were acceptable. No preanalytical issues were identified. No relevant instrument alarms were observed. The field service engineer (fse) performed a precision check, cleaned the water tank, and checked multiple parts of the instrument. The fse replaced 2 valves and the reagent pack. The customer had no further issues after the service visit. A general reagent lot issue can be excluded as the reagent pack was replaced with the same lot number. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The customer alleged that the issue is not resolved and questioned the ca2 results for an additional 10 patient samples. Discrepant results were provided for 1 patient sample: on (B)(6) 2025, the initial result was 2.75 mmol/l. The repeat result was 2.22 mmol/l. Section d, device identification, was updated. Fields d2a, d4 catalog number, and primary UDI number were updated.